Event description:
During remote follow-up, post-paced t wave oversensing, far-p wave oversensing, and fusion were observed on the device. Abbott technical support was contacted and recommended reprogramming, which was anticipated to resolve the event. The patient was stable and there were no adverse consequences.